Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she has been passing out and her doctor does not know if it's diabetes or insulin pump related. The customer then mentioned that the paramedics went to her home after passing out due to low blood glucose levels back in december. The customer was not concerned with the insulin pump's performance at the time of the call. Assisted the customer with warranty information. Nothing further was reported.